Event description:
On (B)(6) 2012, pt reported there was no display on the infusion device. Had pt insert a new battery. Pt stated, the infusion device displayed an e8 (power interrupt) error message. Pt reported, she was unable to press the check button to stop the infusion device from alarming. Pt stated, she used a new battery cover with the new battery but the infusion device duplicated the error message. Verified the key lock feature was not turned on. Pt reported she began having issues with the infusion device the night prior to her call. Assisted pt with setting up her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.